Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) -capsular bag tear, posterior, vitrectomy. (B)(4) - no allegation against product. Evaluation results: visual inspection of the return lens showed a haptic was torn off and missing and there was a reddish residue on the lens. (B)(4).

Event description:
The reporter stated the patient's eye was in poor condition prior to the surgery and when the surgeon inserted the aq2010v silicone three piece lens, the posterior capsule collasped. The lens was removed without enlarging the incision and a vitrectomy was performed. An acl was implanted. The reporter stated the incident was the result of the condition of the eye prior to surgery.